Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. A fracture was noted on the brite tip section, the findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, a 6f envoy guide catheter, mpd 100cm (67025800, 30540615) kinked during the intervention case. Therefore, the physician changed another product, and the procedure done well. There was no patient injury reported. No additional information is available. The device was returned to cerenovus for further investigation. Visual inspection on the envoy 6f, mpd 100cm revealed the catheter shaft was noted to be kinked at 17.5 inches from the proximal end, additionally, a fracture was noted on the brite tip section. The device was confirmed to be within specifications as related to the od (outer diameter) and proximal ID (inner diameter). A manufacturing record evaluation was performed, and no non-conformance was found during the review. The shaft kink observed during the visual inspection is consistent with the damage reported by the field, the customer complaint was confirmed. However, the event description and device findings do not provide a clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The fractured area could have been caused by post-operative handling or the subsequent handling of the device to have it decontaminated as this damage is not covered in the reported event description. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendation: do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, a 6f envoy guide catheter, mpd 100cm (67025800, 30540615) kinked during the intervention case. Therefore, the physician changed another product, and the procedure done well. There was no patient injury reported. No additional information is available. Based on the analysis of the device received, a fracture was noted on the brite tip section.